Event description:
It was reported that during the implant procedure, loss of capture was documented on the right ventricular (rv) lead after it was placed. The atrial lead was unscrewed and advanced into the right ventricle to provide temporary pacing. The rv lead was repositioned to a traditional apical location. The rv lead remains in use. No patient complications have been reported as a result of this event.